Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was alleged by the claimant, through counsel, that he was implanted with cartiva on the right side on (B)(6) 2022 and was revised on (B)(6) 2023 due to pain and looseness of the implant. Claimant demands compensation.